Event description:
A report was received that stated a nurse received a needle stick. The incident took place after the conclusion of the blood draw. The nurse was attempting to disassemble the non-typical set-up she had assembled. The pt had a peripheral line to which was connected a clave needleless adaptor, to the clave the nurse attached a hospira extension set at the end of the extension set she attached a bd multisample needle with luer adapter. The multisampling needle was attached to the blood collecting tube adapter which is the product of the MFR supplying this report. The nurse reportedly had difficulty disassembling these products, during this process the bd multisample needle became disconnected from the tube holder which exposed the bd needle. The nurse inadvertently stuck herself with this needle. The nurse is reportedly receiving medical treatment consistent with blood exposure.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available, and is returned and evaluated, the MFR will file a follow-up report detailing the results of the evaluation.